Manufacturer narrative:
Additional information was received on (B)(6) 2026 that the patient was connected the first time to a getinge hls set on (B)(6) 2025. All lots of the used sets are not available. The customer assumed a clot as the laboratory value showed a high fibrin and ddell value. At the time of the treatment the protocol and guidelines where followed all the time, but the patient seemed to have coagulation problems according to the customer. Further information was received on (B)(6) 2026 that the exact number of replaced hls sets is unknown. It was stated that the patient situation is very rare and the patient has major coagulation problems due to a narcotization of the septum and therefore a high inflammation status which influences the performance of the hls sets. Three lot numbers of used sets are available. Additionally, during or the blood samples of the patient clotted in the vacutainer. However, on (B)(6) 2026 the information was received that there was not a complaint from the customer regarding the device performance. It was a remark on the performance time with a patient with severe coagulation problems due to sepsis and necrosis. The patient was successfully weaned off and is recovering. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in netherlands during treatment. It was reported that a patient was on ECMO with ventricle septum rupture. The hls set needs to be replaced during treatment often due to clotting issues. According to the customer the clots are not visible, but the sets have limited performance times of one to maximal two days. The patient has coagulation problems but was heparinized. The fibrin of the patient is high (7.5 -8.0) and the inflammation. Following patient information was shared: male, 50 years old. No harm to any person has been reported. As due to clotting the hls set needs to be replaced during treatment a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
On 2026-02-13 the questionnaire from the customer was received. It was stated that the height and weight of the patient is unknown. Additional information was added that the patient has no history with aortic valve problems and did not developed any during treatment. The customer confirmed that the patient was weaned off on (B)(6) 2025. Further the patient has received due to his pre disorders a blood transfusion of 38 packed cells, 19 thombocytes packs and 2 times plasma packs. A pre medical consultation was performed on (B)(6) 2026 with following conclusion: "based on the available information, the repeatedly shortened runtime of the hls set (1¿2 days) is best explained by a pronounced patient related hypercoagulable state rather than a device malfunction. The patient demonstrated markedly elevated fibrin levels (7.5¿8.0 g/l) and high d dimer values, together with significant systemic inflammation and necrosis of the ventricular septum, all of which are known to increase thrombogenicity during ECMO support. The report that blood clotted even in the vacutainer further indicates an extremely activated coagulation system. It was reported that the patient required a large number of transfusion products (38 rbc, 19 platelet units, 2 plasma units), what is consistent with ongoing coagulation activation and consumption. The anticoagulation protocol used by the hospital applies anti xa¿guided unfractionated heparin with a therapeutic target of 0.3¿0.7 iu/ml. The protocol specifically describes heparin resistance as a clinically relevant complication in cases with elevated acute phase proteins, severe inflammation, sepsis, or low antithrombin - all of which reduce heparin responsiveness and can lead to accelerated clot deposition in ECMO circuits. Given the patient¿s inflammatory and coagulation profile, heparin resistance is medically plausible and would contribute directly to reduced oxygenator runtime. No visible clots were identified in the removed oxygenators, and no information suggests a device related performance deviation. In summary, the evidence strongly supports a patient related cause driven by severe inflammation, hypercoagulability, and probable heparin resistance. A device malfunction is unlikely; however, product involvement cannot be established without inspection of the device(s). Additional detailed laboratory trends (anti xa, atiii, delta p, blood gases) would increase the completeness of the assessment." A follow up medical consultation will be performed as soon as the received product is investigated and further questions raised are answered by the customer. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).